Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a bilateral oophorectomy, laparoscopic sacrocolpopexy, transvaginal tape placement, and posterior repair on (B)(6) 2017 and mesh were implanted. It was reported that she underwent removal surgery of mesh on (B)(6) 2018, at the hospital, on (B)(6) 2018 at a different hospital and on (B)(6) 2019, at another hospital. It was reported that she experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/16/2022.

Manufacturer narrative:
Date sent to the FDA: 08/22/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.